Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of black picture was confirmed. Device evaluation found that there was no image, and it was due to a faulty charged coupled device. Additionally, during evaluation the water leak test failed from cable 2 pin hole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head picture was black. The issue was found during procedure, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.